Event description:
A biomedical engineer reported a system message was received during set-up. The staff was unable to clear the system message so the three scheduled cases were subsequently canceled. There was no pt involvement.

Manufacturer narrative:
A company service rep examined the system. The solenoid spacers were replaced. The system was then tested and met all product specs. (B)(4).